Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula kinked event on 25-nov-2024. The event occurred within three hours of insertion. The insertion site was abdomen. The infusion set was in use before twenty-four hours. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.